Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged admission and infection were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It is unknown if an infection was related to the wound with activ.a.c.¿ therapy. It is also unknown if either an infection was confirmed via culture or if antibiotic therapy was administered. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 01-apr-2019, the following information was reported to kci by the nurse. The patient was admitted to the hospital on (B)(6) 2019 and was subsequently discharged on (B)(6) 2019. The nurse was unsure if the admission was wound related. The discharge order noted wound infection. No additional information is available. On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.